Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion.  No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not have transmitter failed/error/alert. Report was submitted in error. Please disregard all information in MFR 3004753838-2022-217672 as this will not be reportable.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not have transmitter failed/error/alert. Report was submitted in error. Please disregard all information in MFR 3004753838-2022-217672 as this will not be reportable.